Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax0.75in prn ec slm npvc leaked the following information was provided by the initial reporter: october 16, the nurse in preparation for the patient for intravenous retention, check the retention needle for retention needle pre-filling, found that the retention needle needle tube leakage, can not guarantee the effect of retention, and then replaced with a new single-use retention needles, pre-filling success, no abnormality, intravenous retention success, the problem is solved!

Manufacturer narrative:
1. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 2. DHR/bhr review lot#4109436. 1-the products of this batch were assembled at intima ii auto line 3 in june 2024, and packaged at cfs package line in june 2024. Work order quantity was (B)(4) pcs. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
No additional information provided.